Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the emergency room after receiving a patient notifier. Upon interrogation, high, out of range high voltage lead impedance was observed. Device replacement is planned. The patient will continue to be monitored.

Event description:
New information received notes that the device was explanted and replaced. The patient tolerated the procedure well and will continue to be monitored normally.